Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump displayed "primary audible alarm bgnd test." No adverse patient effects were reported.